Event description:
It was reported that the patient had an inappropriate shock due to oversensing noise. The patient was using an electronic device at the time of the shock. An office follow-up was unable to duplicate the noise. Technical services discussed having the patient stop using the device. There were no additional adverse patient effects. The system remains implanted.